Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultralink meter would not power on. The medical surveillance specialist (mss) spoke to the pt two weeks later, and was able to obtain/verify limited info. The pt manages her diabetes with an unspecified type of insulin via an insulin pump. The pt was unwilling to indicate what date/time the alleged meter issue began. As a result of the alleged issue, the pt claimed that she was unable to test her blood glucose. Due to not knowing what her blood glucose level was, the pt stated that she did not know how much insulin to bolus. At an unspecified time after the alleged issue began, the pt claimed that she developed symptoms of clumsiness and sweating. It is not clear if the pt took any insulin after the alleged issue began and before the symptoms developed. The pt administered self-treatment by eating something. The self-treatment helped to relieve her symptoms. The alleged issue was resolved with troubleshooting. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. It is not known as to what actions the pt took as result of the alleged issue and before she developed the symptoms.